Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, or if additional event information is received.

Event description:
It was reported that during an unknown surgical procedure, the ultrasonic aspirator heated up and caused some reddening of the patient's skin. No medical intervention was required for the patient. No further information was provided. Multiple attempts to obtain additional information from the user facility have been unsuccessful.